Event description:
It was reported that the left ventricular lead had a high threshold. A lead revision was attempted, but was unsuccessful to due subclavian occlusion. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.